Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, and prime test. However, it was received stuck in the motor error loop during bolus/basal delivery. Excessive no delivery test and occlusion test were not performed due to reoccurring motor error alarms. The motor was testing outside of the insulin pump and it passed, testing may have had intermittent failure that was not detected. The insulin pump had minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip, a missing end cap sticker, and a bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm and an additional error alarm on the insulin pump. Customer stated that when she tried to clear the alarm, the insulin pump would shut off. Customer stated that the motor error alarm occurred during basal. Blood glucose level was 523 mg/dl at the time of the call. No further information was provided.